Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device gave a 'call service' indication. Upon initial evaluation it was observed that the magnet was missing from the lid of the customer's device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device gave a 'call service' indication. Upon initial evaluation it was observed that the magnet was missing from the lid of the customer's device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
A customer contacted stryker to report that their device gave a 'call service' indication. Upon initial evaluation it was observed that the magnet was missing from the lid of the customer's device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue to be bent retaining clips.